Event description:
During a ptci procedure, the guide catheter kinked during insertion. The lesion being treated was a 100% stenotic lesion in a very tortuous mid rca. No patient injuries or complications were reported.